Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a chip in the adhesive of the bending section cover due to chemical or physical stress. Upon further inspection, it was observed that the adhesive of the objective lens was peeling off due to chemical or physical stress. It was also observed that the image had white dots due to damage on the charge-coupled device unit. It was observed that the video connector had a crack due to a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, switch 1, control unit, the grip, light guide connector, light guide cover glass, video connector and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope bending section cover adhesive part was caught. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive of the objective lens was peeling off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the objective lens glue being peeled off could not be determined, however, it was likely the result of stress due to repeated use, external factors, or handling olympus will continue to monitor field performance for this device.